Event description:
It was reported that the patient presented to the clinic for routine follow up and the right atrial (ra) epicardial lead displayed high pacing impedance greater than 9,999 ohms. A lead fracture was suspected. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products; addrs1 ipg implanted 2011-(B)(6). (B)(4).